Manufacturer narrative:
Section b5: correction made to initial b5 statement.

Event description:
It was reported that noise leading to oversensing, noise reversions and auto mode switching (ams) was observed on the right atrial (ra) lead. The patient was stable.

Event description:
Patient presents ra lead noise. The device detects the noise and enters noise reversion mode and then enters ams. The patient was stable.